Event description:
It was reported that in 2009, the facility had a citizen go down with a myocardial infarction (mi). The staff went to use their lifepak 500 device; however, the unit alarmed "low battery" and it would not analyze the patient. It was indicated that the down time before the device was attached to the patient was less than five minutes. It was also noted that CPR was performed both, prior to electrode placement, and after the CPR prompt was given. Ems then arrived to the site and transported the patient to a local hospital where the patient was pronounced. No other details were provided by the customer about the incident.

Manufacturer narrative:
Physio-control evaluated the device; however, any power discrepancies (with a known working battery) could not be duplicated. Further examination of the removed battery indicated that it would cause a "replace battery" message, or it would cause the device to power off unexpectedly. A clinical review of the reported event determined that user error may have contributed to the reported event. The customer failed to carry a spare battery and to replace the low battery when prompted to do so (per the lifepak 500 operating instructions).